Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 66-year-old male patient presenting with cardiomyopathy, with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. During support, the patient developed pink urine. The patient remained on support. Hematuria may occur in the setting of purge-related anticoagulation requirements.

Event description:
The pump was successfully explanted and the patient was reported to have survived.